Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded by the facility.

Event description:
It was reported that on (B)(6) 2016, the plate had fractured due to an un-related trauma at the original surgery site and was removed. The plate was originally implanted in (B)(6) of 2016. No new implant was needed because the original fracture was healed. There were no adverse consequences reported.

Manufacturer narrative:
The reported event (postoperative plate fracture) could not be confirmed since the product was not returned (discarded at facility) and the information provided was not sufficient. The risk management file does not cover the described issue in particular since the plate performed as intended regarding the completed bone healing and the described period. However, because of the reported un-related trauma the root cause can be attributed to a patient-related event.

Event description:
It was reported that on (B)(6) 2016, the plate had fractured due to an un-related trauma at the original surgery site and was removed. The plate was originally implanted in (B)(6) 2016. No new implant was needed because the original fracture was healed. There were no adverse consequences reported.